Event description:
The customer reported that a staff rn observed run of vtach on mp 30 monitor in CT prep bay, which did not trigger vtach alarms or recordings.

Manufacturer narrative:
The customer stated that one month ago, a staff rn reported they observed a vtach on their mp30 monitor in the CT (cat scan) prep bay area, which did not trigger a vtach alarm or recording. No logs were provided. Since no logs were provided, we cannot support that there was no device malfunction. The philips field service engineer (fse) went to the customer site and made a requested configuration change in the qrs volume. The fse tested the monitor for the vtach alarm issue and could not reproduce the reported absence of a vtach alarm. The fse performed all recommended tests for the monitor and all test results indicated that the monitor performed as expected for all safety standards. Additionally, with a stimulator, the fse ran a dozen or so vtach alarms, and in each case the monitor alarmed and produced a recording. The fse also tested lower level alarms, as well as switching back and forth with different alarms, and in each instance, the monitor performed as expected. The fse noted that the monitor could have been in a "time out period" for another higher order three star alarm, and if so, would not be expected to alarm for vtach. The monitor was returned to service. This complaint has been evaluated and does not allege a death, serious injury, or safety issue. No further related calls have been logged in >60 days. No further action or investigation is warranted. (B)(4).